Event description:
It was reported that the customer had a physical damage on insulin pump. The customer's blood glucose level was 151 mg/dl. The customer stated that the screw top area on a battery compartment is cracked and piece of the plastic has come off. The customer reported that she dropped her pump. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump is going to be replaced. No further information was reported.

Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked lcd window at bottom right side corner, broken battery tube threads and missing end cap sticker.